Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that their one touch ultra2 meter had a power issue ¿ does not turn on. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained by medical surveillance specialist (mss) during a follow up call with the patient. The patient stated that the alleged power issue first occurred on ¿(B)(6) 2015, 7:00am¿. The patient manages their diabetes with a combination of medications, including ¿metformin 1000mg and humulin rn 100 units¿ and continued with their usual diabetes management routine as a result of the alleged power issue. The patient claimed on an unspecified time after the product issue started, he developed symptoms of ¿high blood sugar, lightheaded, thirsty and blurred vision¿. The patient attended emergency room (ER) on ¿(B)(6) 2015, 7:30 am¿ and was treated with 15 units of lantus insulin by a health care professional (hcp). At the time of troubleshooting the cca noted that there was no misuse of the product, it was not the first time the meter was being used and the correct testing steps were being used. Cca also noted that when the meter¿s power button was pressed or a new test strip inserted the meter powered on. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 2. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue could not be confirmed, however a secondary issue was noted: the test strips were found to have exceeded their shelf life. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1. The lay user/patient¿s meter, strips and control solution have been returned and the subject meter has been evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.